Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the multi-link 8 instructions for use (IFU) states: prior to using this device, carefully remove the system from the dispenser and inspect for bends, kinks, and other damage. Verify that the stent is crimped on the right position (between the radiopaque balloon markers). Do not use if any defects are noted. Additionally, dissection is listed as an adverse event, in the multi-link 8 IFU.

Event description:
It was reported that the patient presented experiencing a myocardial infarction. The procedure was to treat a lesion located in the mildly calcified, mildly tortuous mid to distal right coronary artery. Additionally thrombus was observed in the vessel. Predilatation was performed prior to the attempt to stent. No resistance was felt during advancement of the 4.0x33 mm multi-link 8 stent delivery system to the lesion; however, it was observed on angiography that there was no stent implant on the balloon and it was observed that a dissection had occurred. The patient anatomy was checked thoroughly using angiography and intravascular ultrasound and there was no sign of any stent implant in the anatomy. It is believed that the stent implant dislodged from the balloon when the protective sheath was removed from the tip of the device and was not noticed until the stent delivery system was advanced in the patient. The protective sheath was discarded at the site the day of the procedure. A 4.0x28 mm multi link 8 stent was used to treat the dissection that occurred at the lesion and for treatment of the lesion to complete the procedure successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.